Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Following the difficulties detailed in the MDR of (B)(4), the following issue was reported: the subject lead (B)(4) was positioned normally, the screw was extended, and the measurements were taken with the psa. The pacing and sensing threshold values were not acceptable, so the physician attempted to reposition the lead. After retraction of the helix, withdrawal of the lead difficult, even though the helix was retracted; this was confirmed by x-ray. The lead tip continued to hook. The physician was then able to extract the lead. The physician checked the mechanical operation of the fixation mechanism on the table, he indicated that when the butterfly wrench was removed after retraction the helix extended again. Another lead was implanted instead.